Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2021 due to peritonitis sepsis. The cause of death was peritonitis and stroke. The customer¿s blood glucose was 1103 mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected from (B)(6) 2021 prior to passing. It was unknown if the caller will return the insulin pump for analysis.

Event description:
The cause of death was peritonitis and stroke. Customer passed on (B)(6), 2021. Customer was admitted on (B)(6), 2021 for peritonitis and sepsis. Blood glucose was 1103mg/dl at admission. Pump was not worn at passing. Pump was last worn on (B)(6), 2021. Doctor never put him back on the pump after (B)(6), 2021. Sensor was not used. Auto mode was not used.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Date of event information has been updated and provided with this report in section b3. Information related to the summary has been updated and provided with this report in section b5.